Event description:
In 2007, I developed chronic pain all over my body, extreme fatigue, breast pain, unexplained rashes, hypothyroidism, adrenal fatigue, chronic candidiasis and mold exposure symptoms. A rheumatologist diagnosed me with fibromyalgia. My symptoms got so bad that I had to stop working as a registered nurse. A job I loved. In 2013, a friend told me the symptoms of breast implant illness. I researched it and was shocked that I had almost all the symptoms. I did not have the money to explant until 2016 because my insurance wouldn't pay for it. After explanting, my surgeon said one of my implants had mold and looked like the outer shell was breaking down. He told me that in his opinion I was suffering from bii and it would take me 12-18 months for my body to get better after explanting. That is the short version of my story. I am reporting this because I never would have gotten implants if I had known they could make me sick one day. My surgeon never told me. He said the only issue I could possibly have was capsular contraction or rupture. Never told me they should be replaced every 10 years. Something needs to change. So many women are getting so sick from breast implants and don't know why. Please do something to change this.